Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Date of hospitalization was in (B)(6) of 2014. The customer's blood glucose was 34 mmol/l at the time of admission. The customer also reported they have reverted to insulin pens as a form of treatment. The customer stated they had an occlusion with the insulin pump. Customer could not troubleshoot for the insulin pump as they did not have the correct battery available. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.